Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 04feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit passed touchscreen calibration; however, it still did not respond to touch correctly. The customer reported that they were able to resolve the issue and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date of report: 07feb2019. Date rec'd by MFR: 06feb2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.